Event description:
The user stated that she woke up at 5:00 am with high blood glucose levels. She checked the infusion pump and the set and noticed that the infusion tubing was disconnected from the base unit(catheter). She delivered insulin bolus to bring bg down. Even though the bg was dropping, the pt went to ER feeling ill. The user reported that she thinks she might have accidentally disconnected the tubing from the base unit at some point the evening of 10/28 possible when changing clothes before bed. She added that she does not feel there is anything wrong with the infusion set. The user received electrolytes only and stayed on pump at hospital.